Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit during prime test due to loose/flush drive support disk. The device also was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
It is reported that the patient's insulin pump displayed a button error as well as unresponsive key board. Patient's blood glucose level is 43mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.